Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a64 (rf pic failed selftest). The customer reported no adverse event. The event involved product(s) mmt-712ews. Troubleshooting was performed and the customer was not able to clear the alarm. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-712ews was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit received with a64 alarm during self test. However, unit passed displacement test. Pump failed history download using thds due to time out during downloading, unable to perform data analysis for a64 alarm complaint. Pump was cut and open found no moisture/damage on the electronics, battery connector, battery tube, motor, vibrator, keypad flex tail, keypad trace noted during visual inspection. Swapping out test boards confirms a64 alarm is isolated to rf board. Unit had scratched case, stained keypad overlay, stained address/serial number label and stained end cap sticker. In summary, a64 alarm is isolated to rf board was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.